Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "shuts off by itself" (loss of power). The customer reported the system shut down and then came back on during surgery. The case was delayed about 5 minutes. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The power was checked at the wall outlet with no problems noted. The power supply was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).